Event description:
The sensor waveforms were reviewed and did not resemble typical pulmonary artery waveforms. An x-ray was taken and it was confirmed the sensor had migrated to the right ventricle.

Manufacturer narrative:
No device analysis results are available because the device remains implanted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.